Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. During the procedure, the patient experienced hemoptysis before the delivery catheter was inserted and after the pulmonary angiogram was performed. In turn, the procedure was abandoned. The patient's physician is unsure if the hemoptysis was device related. Follow-up revealed the patient has recovered from hemoptysis. Note: the guidewire was used during the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.